Event description:
The manufacturer received information alleging a trilogy evo was making a whistling noise. There was no harm or injury reported. There was no evidence of the device in patient use. During the evaluation of the device by the manufacturer's field service engineer (fse) the customer's allegation was not confirmed. No whistling sound was duplicated. The device's downloaded event log had an alarm indicating the o2 proportional valve was stuck. The device's oxygen blending module, oxygen blending module harness and system board were replaced to address the issue. The device also showed a low o2 inlet pressure alarm that measures the o2 source and would not affect therapy delivery. The above component replacement would correct this issue. The flow sensor and inline proximal filter were found to be contaminated and replaced to address the issue. Final testing is awaiting component replacement. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.